Event description:
It has been reported to philips that the wired footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that he wired footswitch was not working. Upon some functional test the fse confirmed identified there is a malfunction on wired foot switch pedal. The fse replaced the foot switch. After replacing foot switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.